Manufacturer narrative:
Method: the device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional information is received. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, when the surgeon pulled the heartstring iii proximal seal out of the loading chamber, it had already deployed and it had pulled out. The seal would not load properly. The seal was never used in the patient. The product was discarded.